Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, myopotential oversensing on the device was noted. Device reprogramming was suggested but no further intervention was performed at this time. The patient was stable with no adverse consequences.